Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: incision sites opening up, infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with a mentor memorygel xtra breast implant 650cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 595cc gel breast prosthesis (right device) observed that the incision sites were opening up post implantation. The patient reported the left side had a 4-inch open wound and the right side was just starting to open. Patient was seen by a healthcare professional and they found an infection. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2025. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on 17-oct-2025, it was decided to remove h6 health effect -clinical code impaired healing (e1707) to more accurately capture the reported event. Additionally, wrinkling (e1723) code was added. It was initially reported that patient had developed capsular contracture with rippling, but it was later reported that there was no capsular contracture. The wrinkling code covers the rippling that was reported. On 20-oct-2025, the mentor failure analysis lab received the device for evaluation. On 03-nov-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4)